Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-02976. Related manufacturer report number 2916596-2021-03232. It was reported that the patient was seen in the emergency department after falling into a pond. The equipment was momentarily submerged. No alarms were noted. The patients controller, batteries and battery clips were exchanged without issue on (B)(6) 2021. The exit site dressing was also changed. No further issues were noted upon interrogation. The patients modular cable was exchanged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: fluid ingress into heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not be confirmed through this evaluation as no photos were submitted and the patient remains ongoing on (B)(6) ; however, it was reported that the patient fell into a pond and submerged their equipment. The patient remains ongoing on (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15oct2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 6 warns ¿do not allow patients to swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. Never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is currently available. Section 1 ¿introduction¿ warns that the system components must be kept dry. Never take tub baths or go swimming while implanted with the pump. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline and driveline exit site. This section also instructs ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ no further information was provided. The manufacturer is closing the file on this event.